Event description:
Spontaneous. Pt reported during last infusion she used 1 of her 2 pumps (one of hydration + one for her ig) kept having error messages of alarm "air in the line" -- alarm "down occlusion" --alarm "high occlusion" and various error codes. Pt stated her hhrn did not call pharmacy when this was occurring and tried to troubleshoot it herself. Reviewed resolution steps from curlin pump manual with pt who stated the errors/alarms kept occurring despite resolution steps. Advised pt cvs would authorize reshipment of another curlin pump but she needs to find out from nursing agency which pump was having failure and call back, so we can adjust her open order with pump return box. Pt stated she was late for appointment and will call back. No missed dose or adverse event reported. Pump available for return to manufacturer no further information. Strength: 5gm/50ml and 30gm/30ml. Reported to cvs/caremark by pt/caregiver.